Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) found the cardioplegia (cgp) pump was stopped without any error message and alarm. The ccp restart the pump and speed up to original flow without any delay. But this situation happened twice during a ten mins period. The device was not changed out, as the ccp restarted the pump. After that, the pump worked well without any problem. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The software data logs were sent to the MFR for further eval.